Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in pacemaker failure. Attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient passed away in early(b)((6) 2017. There were no additional allegations or complaints reported. A health care professional (hcp) contacted boston scientific technical services (ts) to inquire about magnet rates. It appeared the magnet rate had reached 85 ppm that day, which is a battery status of elective replacement near (ern). The patient was 103 years old at the time of her death. The pacemaker was not returned to boston scientific.